Event description:
Catheter was plugged into mapping system and flushed, working fine; then towards the end of the case, an error code appeared on the screen: "leakage error," and there was no signal on the screen. Cables were switched out, but error code was still noting a leak. So a new catheter was used and worked fine.